Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer observed that the device had a service light present and that it had logged an event code in its memory that is indicative of a potential failure to charge. The biomedical engineer then cleared the event code from the device's memory and advised that the service light went away and the event code did not return. He also performed a button test which passed. Physio-control recommended that the biomedical engineer perform a full performance inspection procedure prior to returning the device to service. Physio-control also advised the customer that the device is no longer supported by physio and that, as a result, neither parts nor service are available. Therefore, if the device does require service, physio-control recommends that it be permanently removed from service and that a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not charge during a patient event. As a result, defibrillation could not be delivered to the patient using the device. The biomedical engineer advised that a backup device was available and used to continue patient care. The delay in obtaining the backup device was approximately one (1) minute. The customer further advised that there were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to obtain additional information about the patient and the event; however, no response has been received.